Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in report date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the iliac vein by the filter, migration of the filter and subsequent embolization to the right femoral vein, and two failed retrieval attempts. No additional information is available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the iliac vein by the filter, migration of the filter and subsequent embolization to the right femoral vein, and two failed retrieval attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information received per the medical records indicate that the filter is embedded in the wall of the vena cava and the device is unable to be retrieved. Three months after the index procedure, there was a procedure to remove the filter. The patient reported intense pain when an attempt was made to withdraw the device. The procedure was aborted. Eight months after the index procedure, there was a second removal procedure. Two wires were pulled to try to detach the hook from the iliac vein wall with no success. One wire broke, but no fragment was left. Multiple attempts were made to remove the filter using various techniques. The procedure was aborted. A cavogram through the sheath revealed mild distortion of the filter as well as a small eccentric thrombus at the caudal end of the filter. The device remains implanted. According to the patient profile form (ppf) the patient experienced mental anguish, abdominal pain, damage to the patient's inferior vena cava, common iliac vein and femoral vein. Additionally the ppf states that the patient experienced perforation of the filter strut outside the inferior vena cava, perforation of filter struts into organs and the filter was tilted. The ppf also states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the iliac vein by the filter, migration of the filter and subsequent embolization to the right femoral vein, and two failed retrieval attempts. The filter is embedded in the wall of the vena cava and the device is unable to be retrieved. The patient is also reported to have experienced mental anguish, abdominal pain, damage to the patient's inferior vena cava, common iliac vein and femoral vein, perforation of the filter strut outside the inferior vena cava, perforation of filter struts into organs and the filter was tilted. Additionally, the patient has experienced blood clots, clotting and or occlusion of the inferior vena cava. The indication for the filter placement, as well as the patient¿s medical history has not been provided. Three months after the index procedure, there was a procedure to remove the filter. The patient reported intense pain when an attempt was made to withdraw the device, therefore the procedure was aborted. Eight months after the index procedure a second removal procedure was attempted. Two wires were pulled to try to detach the hook from the iliac vein wall with no success. One wire broke, but no fragment was left. Multiple attempts were made to remove the filter using various techniques. The procedure was aborted. A cavogram through the sheath revealed mild distortion of the filter as well as a small eccentric thrombus at the caudal end of the filter. The device remains implanted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.